Event description:
It was reported that during a left knee arthroplasty a femoral cutting block broke during use and a pin to keep the device secure while cutting broke. The piece was retrieved from the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was not confirmed. Device evaluation was not performed as no product was returned for inspection. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the reported fixation peg disassociating from the triathlon 4:1 express cutting block was likely caused by a manufacturing nonconformance. Inspection of the reported device would be required for confirmation. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.

Event description:
It was reported that during a left knee arthroplasty a femoral cutting block broke during use and a pin to keep the device secure while cutting broke. The piece was retrieved from the patient.